Manufacturer narrative:
The device was not returned to any of olympus locations. An olympus representative visited the user facility and confirmed the following: due to the fact that the device is used in direct sunlight and is used infrequently, the same phenomenon as the reported event has often occurred since delivery. However, because the olympus representative and the dealer representative changed frequently, information could not be shared between the representatives. The water filter was replaced by the dealer representative. The water filter was not replaced as recommended by olympus, but it was replaced semi-annually. The instruction manual recommends that the water filter be replaced at least once a month to prevent contamination of the rinse water. The reported event was caused by the dealer's failure to replace the replacement date indication sticker during the last filter replacement and insufficient cleaning of the inside of the water filter case. The olympus representative asked the dealer to increase the frequency of filter replacement and to ensure that the inside of the water filter housing was cleaned. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by a nurse at the user facility that the water filter case turned yellow. A sticker on the device indicated that the filter was replaced on (B)(6) 2020. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to any of olympus locations. Olympus medical systems corp. (Omsc) confirmed that the user facility had not replaced the water filter for half a year. The water filter should be replaced on a regular basis, at least once a month, as cleaning and disinfection can be inadequate. The instruction manual states that the water filter should be replaced at least once a month to prevent contamination of the rinse water. If the water filter is not replaced on a regular basis, the functional performance of the device may not be maintained. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.